Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, when cutting the stomach fundus there was poor staple formation for both reload used. The surgeon had to re-suture the stomach with manual suture causing a 30 minutes surgical time extension. There was tissue damage due to the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of staple formation issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.